Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to clotting of the inferior vena cava (ivc) and fracture leading to complex removal that caused injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots within the ivc does do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2019-02820.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to clotting of the inferior vena cava (ivc) and fracture leading to complex removal that caused injury and damage to the patient.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt), pulmonary embolism, back and leg pain. During the implant procedure, the filter was deployed in the level of the lowest renal veins at the l1 level. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to clotting of the ivc and fracture leading to complex removal that caused injury and damage to the patient. One month and thirteen days after implant, the patient returned for another filter implant. The patient developed shortness of breath, as well as limb and groin pain. A cta was performed and revealed what appeared to be a caval thrombosis involving the ivc filter. During the second implant procedure, the right infernal jugular vein was accessed. A venogram revealed that the renal veins were occluded, including the filter. The filter was placed in the retrohepatic cava. Per the patient profile from (ppf), the patient reports fracture, blood clots, clotting, and/or occlusion of the ivc. Successful percutaneous removal of the filters was reported to have been performed five years and two months post implantation. The patient lives with permanent scarring attributed to the ivc filters. Case(B)(4): the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Case(B)(4): the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.